Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery issue. Baxter's review of the device event history found that a battery depleted set alarm interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is 5.06.00, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was evaluated onsite by a baxter technician. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a damaged battery. The root cause of the reported condition was determined to be depleted main batteries. The baxter field service technician replaced the main batteries and harness to repair this issue. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Correction: the following was erroneously omitted from the initial medwatch: this device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.